Manufacturer narrative:
(B)(4).

Event description:
It was reported the capture thresholds had increased to an unacceptable value. The patient was asymptomatic. Lead repositioning did not resolve the issue. The ventricular lead was then explanted and replaced. The patient condition was stable after the procedure.